Manufacturer narrative:
The device was returned to a zoll approved service provider and the customer's report was observed. The transducer screen and assembly valve were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.